Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A technician reported a borderline vertical gas breakthrough inferiorly in the left eye during flap creation. The surgeon noted the flap would not lift and did not attempt to lift the flap. The treatment was canceled and the patient has not rescheduled treatment. Additional information requested.

Manufacturer narrative:
Additional information provided. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Review of the logfiles for the day of treatment shows no errors or relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The logfile shows all 14 treatments on that day were finished successfully. The reported treatment could be identified in the logfile. The user operated the surgery with recommend energy setting. No relevant deviation between planed and performed energy is detectable for the treatment. No technical root cause is detectable during logfile review. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).